Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018, dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. The right atrial (ra) lead exhibited undersensing of atrial morphologies during atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.